Event description:
It was reported that transmitter failed error occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4) b5: describe event/problem- corrected information, d4: model no- corrected information, d4: serial no- corrected information, d4: lot no- corrected information, d4: expiration date- corrected information, d4: UDI- corrected information, d9: device available for evaluation-corrected information, h2: type of follow up- corrected information, h4: device mfg date- corrected information, h6: corrected information.

Event description:
Subsequent to the initial MDR, a correction is required.